Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the reported information. It was difficult to insert the assembly into the artery due to resistance. The device was withdrawn, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The type of procedure was hemostasis. The blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.